Event description:
Bladder mesh implanted (B)(6) of 2011. Have been suffering for 11 months, with burn all over body, neck has been swollen since after the surgery. Have had approximately 19 different doctor appointments with 9 different doctors. (B)(6) 2012, diagnosed with hypothyroidism. (B)(6) 2012 had a biopsy done on one of the burning red spots and was diagnosed with hypersensitivity. (B)(6) 2012, diagnosed with autoimmune disease. (B)(6) 2012, went and saw her doctor requesting the mesh to be removed but was told by her doctor that the mesh could not be removed because her symptoms were not any of the four adverse effects listed by the FDA for cause to remove the mesh. She was a perfect human being before the mesh was implanted and ever since the mesh she ash been sick with 23 different symptoms of loss of hair, eye issues, tachycardia, weight gain, weight loss, severe itching, fatigue, constipation, have become sensitive to plastic rubber and latex and severe other symptoms.